Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced free flow during therapy (medication, dose, rate and volume unknown). There was no known patient injury or medical intervention associated with this event. The hospital's biomedical engineer reported to have tested the device nine times and was unable to reproduce the free flow condition. No additional information is available.

Manufacturer narrative:
The customer had previously reported that normal saline was the drug infused during the event and there was no patient injury or medical intervention associated with this event. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported symptom 'free flow during a patient infusion' was not observed or confirmed during evaluation. Evaluation observed the device to deliver within specification at all flow rates. Evaluation also found no abnormalities with the door assembly or pumping mechanism that would have caused a free flow event. Should additional relevant information become available, a supplemental report will be submitted.